Event description:
Pt connected to vent at time of expiration. At approx 4:40am in 2003, the audible alarm sounded, waking the family members. The device showed a "low ve" visual alarm on the display. Family member checked all connections, all connections reported as good. Family members pressed the reset silence button; the audible alarm did not shut off or silence, even for a second. Pt was found ice cold from head to toe and had no pulse. Family members started CPR and called ems. The device continued to alarm during CPR, alarm silence was pressed at least 2 more times. Device appeared to be delivering the proper breaths at the proper rate, but the alarm did not shut off. Ems arrived seven minutes later. Pt was unresponsive and died after transport. The family members were unsure if the device malfunctioned or if there was another reason for the pt death. Upon follow-up the reporting source stated pt death was due to pulmonary embolism.